Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.

Event description:
The complainant reported that a therapeutic wallflex enteral colonic stent procedure was performed for an abdominal occlusion due to sigmoid colon cancer on a female patient in 2006. The complainant reported that there was an incomplete distention of the wallflex enteral colonic stent and was followed with a dilatation via a controlled radial expansion balloon dilatator (cre) device. The patient is reported to have sustained a colon perforation, which required a surgical resection of the sigmoid colon. Multiple requests for additional information have not been successful. There is no further information available at this time. Patient condition is unknown.